Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. The reported complaint was not confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. The search revealed three (3) additional complaints for this production order number has been received. Two complaints were for ¿difficult to use, lead haptic not folded, stuck in cartridge¿ and the third one other was for ¿unfolding issue¿. There was no product deficiency identified in each case. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that preloaded monofocal intraocular lens was removed and replaced from patient¿s operative eye because the lead haptic opened in the wrong way. There was no patient injury, no incision enlargement, no vitrectomy, no sutures required. No issues with the patient. No further information provided.